Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on (B)(4) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") and ear infection ("chronic otitis"), in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ear infection (seriousness criteria medically significant), vertigo ("vertigos"), thirst ("often thirst"), dry mouth ("dry mouth"), nasal congestion ("nose blocked up every nights"), breast discomfort ("breast and belly tensed"), abdominal rigidity ("breast and belly tensed"), vaginal cyst ("vaginal cyst"), feeling of body temperature change ("regular sensation of cold/hot"), micturition urgency ("frequent urge to urinate"), gastrointestinal disorder ("colon disease"), premature menopause ("precocious menopause"), fatigue ("chronic fatigue"), insomnia ("insomnia"), back pain ("significant and chronic lumbar pains"), blood pressure increased ("random elevated artery tension"), oedema peripheral ("hands ankle and feet edema"), pain in extremity ("random multiple pains: heel, leg, knee, wrist, finger, arm, back, cervical, pelvis, hips"), neck pain ("random multiple pains: heel, leg, knee, wrist, finger, arm, back, cervical, pelvis, hips"), amnesia ("loss of memory"), aphasia ("seeking for words"), vision blurred ("blurred vision"), eye pain ("stinging eyes"), crying ("crying"), anxiety ("anxiety"), nasopharyngitis ("chronic rhinopharyngitis"), abdominal distension ("swollen abdomen"), arthralgia ("random joint pains"), and joint swelling ("joint edema"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and allergy to metals ("chrome allergy"). Essure treatment was not changed. At the time of the report, the pelvic pain, ear infection, allergy to metals, general physical health deterioration, vertigo, thirst, dry mouth, nasal congestion, breast discomfort, abdominal rigidity, vaginal cyst, feeling of body temperature change, micturition urgency, gastrointestinal disorder, premature menopause, fatigue, insomnia, back pain, blood pressure increased, oedema peripheral, pain in extremity, neck pain, amnesia, aphasia, vision blurred, eye pain, crying, anxiety, nasopharyngitis, abdominal distension, arthralgia, and joint swelling outcome was unknown. The reporter provided no causality assessment for pelvic pain, ear infection, allergy to metals, vertigo, thirst, dry mouth, nasal congestion, breast discomfort, abdominal rigidity, vaginal cyst, feeling of body temperature change, micturition urgency, gastrointestinal disorder, premature menopause, fatigue, insomnia, back pain, blood pressure increased, oedema peripheral, pain in extremity, neck pain, amnesia, aphasia, vision blurred, eye pain, crying, anxiety, nasopharyngitis, abdominal distension, arthralgia, and joint swelling with essure (ess205). The reporter commented: the events happened at the home of the consumer. The examination performed did not find any cause for the adverse events. No nickel allergy test performed before insertion in 2007. Essure planned to be removed on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: positive test for nickel and chrome allergy. Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-oct-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 5.679 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-oct-2017. The most recent information was received on 22-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") and ear infection ("chronic otitis") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 110 days after essure (ess205) insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), ear infection (seriousness criterion medically important), vertigo ("vertigos"), thirst ("often thirst"), dry mouth ("dry mouth"), nasal congestion ("nose blocked up every nights"), breast discomfort ("breast and belly tensed"), abdominal rigidity ("breast and belly tensed"), vaginal cyst ("vaginal cyst"), feeling of body temperature change ("regular sensation of cold/hot"), micturition urgency ("frequent urge to urinate"), gastrointestinal disorder ("colon disease"), premature menopause ("precocious menopause"), fatigue ("chronic fatigue"), insomnia ("insomnia"), back pain ("significant and chronic lumbar pains"), oedema peripheral ("hands ankle and feet edema"), pain in extremity ("random multiple pains: heel, leg, knee, wrist, finger, arm, back, cervical, pelvis, hips"), neck pain ("random multiple pains: heel, leg, knee, wrist, finger, arm, back, cervical, pelvis, hips"), amnesia ("loss of memory"), aphasia ("seeking for words"), vision blurred ("blurred vision"), eye pain ("stinging eyes"), crying ("crying"), anxiety ("anxiety"), nasopharyngitis ("chronic rhinopharyngitis"), abdominal distension ("swollen abdomen"), arthralgia ("random joint pains") and joint swelling ("joint edema") and was found to have blood pressure increased ("random elevated artery tension"). Essure (ess205) was removed on (B)(6) 2017. On unknown dates she experienced allergy to metals ("nickel allergy/ chrome allergy"), alopecia ("hair loss"), dyspepsia ("digestive disorders") and metal poisoning ("chronic poisoning with mercury, nickel, tin, copper, zinc and silver"). The patient was treated with esidrex (hydrochlorothiazide) as well as surgery (hysterectomy with bilateral adnexectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to allergy to metals, vertigo, ear infection, thirst, dry mouth, nasal congestion, breast discomfort, vaginal cyst, feeling of body temperature change, micturition urgency, gastrointestinal disorder, premature menopause, fatigue, insomnia, back pain, pelvic pain, blood pressure increased, oedema peripheral, pain in extremity, amnesia, aphasia, vision blurred, eye pain, crying, anxiety, abdominal distension, arthralgia, joint swelling, abdominal rigidity, nasopharyngitis, neck pain, alopecia, dyspepsia or metal poisoning. The reporter commented: the events happened at the home of the consumer. The examination performed did not find any cause for the adverse events. No nickel allergy test performed before insertion in 2007. Essure planned to be removed on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2017: results: positive test for nickel and chrome allergy. [Pathology test] (date unknown): acroscopy: an unoriented piece weighing 35 grams, measuring 4 x 4 x 3 cm was delivered. The left appendage has a 6 cm long fallopian tube and an ovary measuring 2.5 x 1.5 x 0.7 cm. The right appendage has a 4.5 cm long fallopian tube and a 1.5 x 1 cm ovary. When opened, the endometrium is thin. Essures were found. The myometrium is 10 mm thick. Systematic sampling was carried out. Microscopy: the two appendages are histologically comparable in appearance. The fallopian tubes show a slightly fibrous villous mucosa, covered with a regular ciliated columnar epithelium. Both ovaries show images of endosalpingiosis and. On the right. Areas of endometriosis are associated. The sections carried out at the level of the myometrium show a preserved histological appearance. The endometrium is thinned, with a fibro-cellular chorion and small, rarefied glands, bordered by an unstratified columnar epithelium. Conclusion: section of subtotal hysterectomy with bilateral adnexectomy: hypotrophic endometrium. Bilateral endosalpingiosis. The fallopian tubes have no noticeable histological lesions [urine analysis] on (B)(6) 2023: , presence of heavy metals before and after chelation by IV dmps (intravenous administration of dimercaptopropane sulfonate) + glutathione 600 mg 1.5 hr.: chronic poisoning with mercury, nickel, tin, copper, zinc and silver IV dmps + glutathione 600 mg 1.5 hr. Elements / base urine value / value (value in mcg/g creatinine): copper / 1.450 --- 60.000 / 702.848; zinc (zn) / 0.060 --- 0.780 / 1.889; silver (ag) / < 0.900 / 1.536; tin (sn) / < 2.000 / 2.710; mercury (hg) / < 1.000 / 43.392; nickel (ni) / < 3.000 / 6.469. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: quality safety evaluation of ptc. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 23-oct-2017. The most recent information was received on 08-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") and ear infection ("chronic otitis") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 110 days after essure (ess205) insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), ear infection (seriousness criterion medically important), vertigo ("vertigos"), thirst ("often thirst"), dry mouth ("dry mouth"), nasal congestion ("nose blocked up every nights"), breast discomfort ("breast and belly tensed"), abdominal rigidity ("breast and belly tensed"), vaginal cyst ("vaginal cyst"), feeling of body temperature change ("regular sensation of cold/hot"), micturition urgency ("frequent urge to urinate"), gastrointestinal disorder ("colon disease"), premature menopause ("precocious menopause"), fatigue ("chronic fatigue"), insomnia ("insomnia"), back pain ("significant and chronic lumbar pains"), oedema peripheral ("hands ankle and feet edema"), pain in extremity ("random multiple pains: heel, leg, knee, wrist, finger, arm, back, cervical, pelvis, hips"), neck pain ("random multiple pains: heel, leg, knee, wrist, finger, arm, back, cervical, pelvis, hips"), amnesia ("loss of memory"), aphasia ("seeking for words"), vision blurred ("blurred vision"), eye pain ("stinging eyes"), crying ("crying"), anxiety ("anxiety"), nasopharyngitis ("chronic rhinopharyngitis"), abdominal distension ("swollen abdomen"), arthralgia ("random joint pains") and joint swelling ("joint edema") and was found to have blood pressure increased ("random elevated artery tension"). Essure (ess205) was removed on (B)(6) 2017. On unknown dates she experienced allergy to metals ("nickel allergy/ chrome allergy"), alopecia ("hair loss"), dyspepsia ("digestive disorders") and metal poisoning ("chronic poisoning with mercury, nickel, tin, copper, zinc and silver"). The patient was treated with esidrex (hydrochlorothiazide) as well as surgery (hysterectomy with bilateral adnexectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to allergy to metals, vertigo, ear infection, thirst, dry mouth, nasal congestion, breast discomfort, vaginal cyst, feeling of body temperature change, micturition urgency, gastrointestinal disorder, premature menopause, fatigue, insomnia, back pain, pelvic pain, blood pressure increased, oedema peripheral, pain in extremity, amnesia, aphasia, vision blurred, eye pain, crying, anxiety, abdominal distension, arthralgia, joint swelling, abdominal rigidity, nasopharyngitis, neck pain, alopecia, dyspepsia or metal poisoning. The reporter commented: the events happened at the home of the consumer. The examination performed did not find any cause for the adverse events. No nickel allergy test performed before insertion in 2007. Essure planned to be removed on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2017: results: positive test for nickel and chrome allergy. [Pathology test] (date unknown): acroscopy: an unoriented piece weighing 35 grams, measuring 4 x 4 x 3 cm was delivered. The left appendage has a 6 cm long fallopian tube and an ovary measuring 2.5 x 1.5 x 0.7 cm. The right appendage has a 4.5 cm long fallopian tube and a 1.5 x 1 cm ovary. When opened, the endometrium is thin. Essures were found. The myometrium is 10 mm thick. Systematic sampling was carried out. Microscopy: the two appendages are histologically comparable in appearance. The fallopian tubes show a slightly fibrous villous mucosa, covered with a regular ciliated columnar epithelium. Both ovaries show images of endosalpingiosis and. On the right. Areas of endometriosis are associated. The sections carried out at the level of the myometrium show a preserved histological appearance. The endometrium is thinned, with a fibro-cellular chorion and small, rarefied glands, bordered by an unstratified columnar epithelium. Conclusion: section of subtotal hysterectomy with bilateral adnexectomy: hypotrophic endometrium. Bilateral endosalpingiosis. The fallopian tubes have no noticeable histological lesions. [Urine analysis] on (B)(6) -2023: , presence of heavy metals before and after chelation by IV dmps (intravenous administration of dimercaptopropane sulfonate) + glutathione 600 mg 1.5 hr.: chronic poisoning with mercury, nickel, tin, copper, zinc and silver IV dmps + glutathione 600 mg 1.5 hr. Elements / base urine value / value (value in mcg/g creatinine). Copper / 1.450 --- 60.000 / 702.848. Zinc (zn) / 0.060 --- 0.780 / 1.889. Silver (ag) / 0.900 / 1.536. Tin (sn) / 2.000 / 2.710. Mercury (hg) / 1.000 / 43.392. Nickel (ni) / 3.000 / 6.469. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-oct-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 5.679 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The most recent follow-up information incorporated above includes data received on: 08-dec-2023: new events hair loss, digestive disorder , metal posioning, were added. Lab data updated. Essure removal surgery date & details updated. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.